Event description:
The customer contacted physio-control to report that their device unexpectedly rebooted itself multiple times while they were using it on a patient. The device would reboot when they pressed the print or code summary buttons. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The initial medwatch report was submitted in error and is a duplicate of medwatch # 0003015876-2020-00595.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly rebooted itself multiple times while they were using it on a patient. The device would reboot when they pressed the print or code summary buttons. There were no reports of any adverse effects to the patient as a result of the reported issue.